Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the middle arm of the spider was stiff. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The inner and outer enclosure screw mounts were all completely severed. A functional evaluation was performed. The hinge joint was seized. The hinge joint assembly could not be disassembled. The hinge joint retaining rings were removed but the slender arm could not be dislodged from the hinge joint. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device or the device being left pressurized for an extended period. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.